Event description:
During the microvascular portion of the surgery, a 3.0 mm flowcoupler was being used as an anastomotic device. The attending surgeon complained that the flowcoupler rings that are attached on the vessels (implantable portion of flowcoupler, documented in (B)(6)) did not easily disengage from the disposable jaw assembly device. The rings were able to be disengaged after some force with no damage to the vessel or harm to the patient. Ent service lead was called. 3.0mm flow coupler information: lot# sp21e28-1539521, ref: gem2754-fc.